Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensors breaking twice. The customer¿s blood glucose was 179 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.